Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 32 mg/dl. The customer¿s current blood glucose is 140 mg/dl. The customer was treated with glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.